Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment. The patient underwent revision surgery to excise the excess skin on (B)(6) 2013. The patient's abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.